Event description:
It was reported that balloon rupture and device entrapment occurred. The target lesion was located at the bifurcation site proximal to the shunt anastomosis with severe tortuosity and 90% stenosis. A 6.0 x 100, 75cm mustang balloon catheter was selected for use. Approximately seven inflations were performed at 18 atmospheres at the bifurcation site, followed by approximately ten inflations at 18 atmospheres at the anastomosis site. Four additional inflations were subsequently performed at the bifurcation; however, during the 21st and final inflation at 18 atmospheres, the balloon ruptured. Following the rupture, the device became stuck and could not be removed. An attempt was made to completely remove the system, but the device became stuck again at the approach site. The physician determined that further removal attempts could result in device separation, so the device was surgically removed. No additional patient complications were reported as a result of this event, and the patient was in good condition.